Manufacturer narrative:
Section h10: (h3) upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to dislocation of the joint.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this female patient was initially implanted on (B)(6) 2018, the patient¿s liner was replaced on (B)(6) 2018. On (B)(6) 2019, patient had a second revision of the hrp due to suspected infection. On (B)(6) 2019 (this report) the patient's hrp was revised due to patient dislocating. Removed old poly and trialed a +2.5 constrained poly. Patient no longer dislocated and was deemed stable and a +2.5 constrained poly was implanted. Patient was stable leaving room.